Manufacturer narrative:
The complaint reports that a patient undergoing dual lead placements targeting the femoral nerve(s) experienced slurred/stuttering speech, and gross motor contractions through the abdomen/shoulders during testing to target placement of their second lead. The system was subsequently removed, including the first lead that the patient received, prior to concluding the placement procedure. Per follow-up submitted to this complaint, the patient received oxygen and an electrocardiogram (EKG) was administered, and there were reportedly no abnormalities identified. The patient's implanting physician reportedly received an update after the procedure that the patient underwent additional testing and results did not appear to be out of normal range for any tests; additional information about which test(s) the patient underwent was not available at the time of complaint investigation. It is unclear from the information available whether the patient's physician was aware of any similar symptoms occurring in this patient prior to the procedure. However, per the complaint submission, the patient has a history of experiencing seizure from medication use >10 years prior to the procedure; given that additional information about the patient's history of these symptoms was not available at the time of investigation, it is unclear whether the patient's prior medical history unrelated to sprint may have contributed to the issue reported in this complaint. Per follow-up submitted to this complaint, the patient's physician reportedly did not believe that the issue was related to sprint or correlated with delivery of stimulation, and he reportedly attributed the issue to stress/tension from undergoing the lead placement procedure.

Event description:
A patient undergoing dual lead placements targeting the femoral nerve(s) experienced slurred/stuttering speech, and gross motor contractions through the abdomen/shoulders during testing to target placement of their second lead. The system was subsequently removed, including the first lead that the patient received, prior to concluding the placement procedure and the nursing team attended to the patient's health at that time.